Event description:
It was reported that the insulin pump alarmed button error and the numbers kept scrolling up. The customer's blood glucose was 51 mg/dl, which was treated. The customer stated that they were outside and the screen of the insulin pump appeared to have moisture behind it. The customer declined troubleshooting for their low blood glucose stating that they have done extra activities during the day and knew why their blood glucose was low. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.